Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The main back-plane printed circuit board (pcb) has been replaced and sent back for investigation. The provided logs confirms the reported issue. The returned pcb has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 3.5 hours. It passed another pre-use check after ventilation. It was not possible to reproduce any issue. Therefore, the root cause cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).